Event description:
T was reported that breathing filter was blocked - no alarm, saturation of the patient dropped shortly. No serious injury was reported. There is no report of a death, life-threatening injury, permanent damage, medical intervention or prolongation of hospitalization. According to the limited information a malfunction of the device cannot be excluded which resulted to the event.

Manufacturer narrative:
It was reported that breathing filter was blocked ¿ the affected device does not alarm and saturation of the patient dropped shortly. No serious injury was reported. There is no report of a death, life-threatening injury, permanent damage, medical intervention, or prolongation of hospitalization. According to the limited information, no logfile- a malfunction of the device cannot be excluded which resulted to the event. The root cause for this is unknown. In case of a blockage in the breathing circuit system, the device alarms according to the set alarm settings by user. The savina device alarms acoustically incl. Piezzo alarm and optical alarms. The device needs to be checked before every use according to the IFU. No draeger service was involved. This results did not reveal any new risks which are not covered by the product risk management file. H3 other text : device not available for investigation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
T was reported that breathing filter was blocked - no alarm, saturation of the patient dropped shortly. No serious injury was reported. There is no report of a death, life-threatening injury, permanent damage, medical intervention or prolongation of hospitalization. According to the limited information a malfunction of the device cannot be excluded which resulted to the event.